Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that there was an end of service. The device was off/disabled and no longer providing therapy. There was an allegation with implantable neurostimulator longevity. The patient stated that it was a very short time for the battery to go out. The patient's toes went numb because the therapy turned off. These events occurred on (B)(6) 2016. There was no planned surgical intervention at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient complains of pain that starts in the lumbar spine, and radiates into the left hip. She also has complaints of pain in the right leg but states the l>r. She describes this pain as aching, and rates the pain a 5 today, 10 at its worst on a 1 out of 10 pain-rating scale. The symptoms began approximately years ago, with no known injury. Patient's symptoms are intermittent. The patient's symptoms are aggravated with activity and sitting, and alleviated with lying down and rest. Over, the patient's quality of life and level of activity is significantly affected by these current symptoms. The patient has a spinal cord stimulator that was placed in 2013. It was reported the battery was replaced in 2016. No further information was reported.